Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging error 4. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The product has been returned and evaluated by product analysis with the following findings: the reported issue could not be reproduced during testing.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow up #2.the lay user/patients returned 2 vials of test strips, which have been evaluated by lifescan product analysis with the following findings; the test strips failed testing. The reported issue was confirmed. A secondary issue was noted; the test strips were found to have shelf life exceeded. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 3. This supplemental is being sent to correct information that was submitted previously within the narrative of follow up #2. Alert date should have stated (B)(6) 2016.

Manufacturer narrative:
Follow up #4. This supplemental is being sent to correct information previously sent within the narrative of follow up #2. The narrative should have stated: "the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. When test strips were tested with control solution, an error 4 was observed with no assignable cause found. In addition a secondary issue was noted; the test strips were found to have exceeded their shelf life. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed."